Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's communicator recorded a red call doctor (rcd) icon alert, which indicates a potential change in the patient's implanted device that was not transmitted due to a connection issue. Technical services reviewed the case and suggested to upgrade the cell adapter to a 4g one. Subsequently, the patient received a 4g cell adapter, forced the call and the rcd icon was turned off. The patient went to the clinic after this to get interrogation on his implantable cardioverter defibrillator (ICD) system. Further information was received indicating that the alert was related to high pacing impedance out-of-range, most likely related to the spring contact issue as irregular spikes can be seen in the pacing impedance trend, and because the patient has a non-boston scientific right ventricular lead. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's communicator recorded a red call doctor (rcd) icon alert, which indicates a potential change in the patient's implanted device that was not transmitted due to a connection issue. Technical services reviewed the case and suggested to upgrade the cell adapter to a 4g one. Subsequently, the patient received a 4g cell adapter, forced the call and the rcd icon was turned off. The patient went to the clinic after this to get interrogation on his implantable cardioverter defibrillator (ICD) system. Further information was received indicating that the alert was related to high pacing impedance out-of-range, most likely related to the spring contact issue as irregular spikes can be seen in the pacing impedance trend, and because the patient has a non-boston scientific right ventricular lead. No further details were provided. This ICD remains in service and no adverse patient effects were reported.